Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alert tones were triggered on the right ventricular (rv) lead due to high impedance values on the superior vena cava (svc) coil. The rv lead remains in use. No patient complications have been reported as a result of this event.